Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, a device history record (DHR) review could not be completed. The sample was received inside a plastic bag without the original open packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; the luer was broken. No functional test was done on the sample received. A review of the manufacturing process and operations was performed: production performed a 100% leak test where the defect can be detected and no leaks were found. The root cause of the issue could not be determined; the most probable root cause is the luer became damaged after the product left the manufacturing facilities. Action(s) taken to mitigate the reported issue(s): as a preventive action, a notification of this complaint to the production personnel was conducted by the document control technician.

Event description:
It was reported that, when performing a priming using physiological saline solution at a pre-use check, it was noticed that the solution was leaking from the patient-side connector. No patient injury was reported.